Event description:
It was reported that during the surgery to implant the device, bleeding from a high jugular bulb occurred. The bleeding was successfully controlled with surgical packing. The device tested with normal responses.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt's device remains implanted.